Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. Additionally, retention samples were evaluated, and the customer's indicated failure mode for overfill was confirmed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6173878. Conclusion: no root cause could be found. All checks comply with specification requirements.

Event description:
It was reported that the 13 x 75 mm, 2.7 ml bd vacutainer® plus plastic citrate tube was overfilling. No injury or medical intervention.